Event description:
A patient called in 2/2002 alleging that one touch basic enhanced meter was giving inaccurate low readings. Patient reportedly normally gets readings in the 300's. The patient was getting low readings like 141 mg/dl and based on that, the patient only took 2 units of insulin and ended up passing out in the bus. Patient's wallet was also stolen. Patient did not have any symptoms. Readings of 228, 271 and 276 mg/dl. Unclear when the tests were done. Unable to contact the patient to obtain more information. Attempted to call twice. No answer. Also sending letter.